Event description:
It was reported that on (B)(6) 2019 during a device implant, several attempts to advance the lead into the target vessel were made, but the vessel¿s proximal tapering prevented the lead from being advanced far enough into the target vessel to the physician¿s satisfaction. The physician then replaced the lead. The patient tolerated the procedure well and was discharged from the hospital the next day after satisfying the standard post-procedure observation period.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that on (B)(6) 2019 the lead was unable to implanted due to patient anatomy.